Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient's father and reviewed for evaluation. Complaint of intermittent audio output could not be confirmed through the logs when reviewed on (B)(4) 2015. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.